Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer¿s complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus tried to replicate the reported failure using a treatment tool (bml-v242qr-30) and repeatedly inserted / withdrew, however, as the basket did not get caught in the forceps elevator, no abnormality was confirmed. Therefore, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) section which state: [warning] be sure to use the equipment in one of the recommended combinations. If combinations of equipment other than those shown below are used, not only can it not guarantee sufficient function, but the safety of patients and medical staff cannot be guaranteed. In addition, the durability of this product and equipment used in combination is not guaranteed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when the doctor was quarrying using a memory basket forceps made by cook medical japan, the wire part at the base of the forceps was caught in the connection part of the forceps elevator, and the elevator was raised and could not be inverted. Therefore, the evis lucera elite duodenovideoscope was removed from the body cavity with the memory basket forceps protruding. The issue was found during a therapeutic bile duct stone removal procedure. The procedure was completed with the same device. There were no reports of patient harm.